Manufacturer narrative:
Unit alarmed button error and had no button response on the act button due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test due to button error alarm and no button response on the act button. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 62 mg/dl at the time of the incident. The customer also had a button error alarm on the pump. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer just wanted the pump replaced. The insulin pump will be returned for analysis.